Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6)2025 due to hyperglycemia. The hyperglycemia event occurred on (B)(6)2025 due to bent cannula, however the infusion set was in use for four days. The blood glucose level was 535 mg/dl at the time of event and patient got treated with intravenous and fluids of saline and insulin. The patient released from the hospital after four hours. Ketones were found to be present as dangerous/life threatening. No further information available.